Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017 due to insulation anomaly. No further information was reported.

Event description:
New information states that the lead exhibited high impedance over last 6 months resulting in polarity switch from bipolar to unipolar. The patient was asymptomatic. The patient tolerated the procedure well with no further issues noted.